Event description:
It was reported that a smiths medical pump displayed an error code-needs re-programming. No adverse patient effects were reported.

Manufacturer narrative:
Information was received on 22-feb-2021 indicating that the event occurred during inspection, no patient was involved. Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. Event log history was performed and indicated that 1310 error code alarm message instead of 1312 error code was found recorded in history. During analysis, customer's reported problem was unable to be duplicated. Pump was found to be displaying "1310" error code alarm message on power up when batteries were inserted instead of 1312 error code. Service will clear error code. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.